Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing shock lead impedance measurements. There was no evidence of out-of-range measurements. Boston scientific technical services (ts) suspects calcification of the lead tip. No adverse patient effects were reported. The patient will be monitored.